Manufacturer narrative:
Summary of investigation: there is a previous complaint of this code batch for the same issue, closed as confirmed of which we manufactured and mostly distributed in the market (B)(4) units. There are no units in stock in b. Braun surgical's warehouse. We have received 72 closed samples and one closed sample without the second pack. To evaluate the conformity of the closed unit, we performed the following tests: tightness test to the 72 closed samples received has been performed and the units are tight. The rotation test performed on the received closed samples confirmed that the units are not compliant with the specified requirements. We noticed that the threads break easily near the needle in 47 of the samples. Then, detachment of the needle or breakage of the thread in that area could have been caused by too much thermal treatment in the manufacturing process, which causes the thread burnt and breaking easily in the attachment area. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements. Conclusion root cause analysis: too much thermal treatment applied to the thread ends that caused the thread to be fragile and break in the attachment area. Final conclusion: although the results of the closed sample received fulfil european pharmacopoeia/ b. Braun surgical specifications, considering that we have received one defective sample and that there is a previous confirmed complaint of this code-batch for the same issue, we will consider this complaint as confirmed. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with novosyn quick suture. The client reported that the needle comes loose from the thread; this is the fourth time in this box. Additional information has not been provided.